Event description:
The event involved a tego¿ connector, appx 0.05 ml where the customer reported that the arterial tego was suddenly unable to push normal saline through the syringe. The event occurred during patient use but there was no impact to the patient. The customer just needed to change the tego right away. There was no adverse patient outcome as a consequence of the event.

Manufacturer narrative:
The complaint on the d1000 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.